Event description:
Guest - patient-, s/p redo CABG and on ECMO, returned to or to d/c ECMO. Lvad and tandem heart placed. After dressing applied and drapes removed, a "sparking" sound was heard and the tandem heart console stopped functioning. Guest was immediately placed on heart/lung machine while another console was retrieved. Upon further inspection, a small amount of fluid was present on the console base -approx 20 cc-. Fluid is believed to have come from suction/irrigation tubing that was cut when the drapes were removed.